Event description:
A malfunction alarm on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information to reset the pump, but the malfunction recurred. The customer reverted to an alternate method of insulin therapy.